Event description:
It was reported that during an unknown procedure the device would not close and would not fire properly. A second device was opened and the case was completed with no patient consequences. There is no additional information available.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Date of event - unknown, assumed (B)(6) of month that complaint was reported incomplete firing cycle the analysis results found that the cts45 device was received in good visual condition and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.